Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the device jaws could no longer be re-opened after application. The site contact was not able to provide additional details regarding the incident or device. There was no pt injury.